Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Emdr-21944 is aviva combo, emdr-21950 is aviva.

Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 20 mmol/l and 4 mmol/l. No adverse event reported. The alleged product was requested to be returned for evaluation.